Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's right ventricular lead exhibited noise and oversensing. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
A partial lead was returned in two pieces. The connector portion measured 10.5 cm, while the distal portion measured 39.0 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.